Event description:
Co infusion consultant reported a needle stick injury. Rn tried to push button two or three times and needle did not retract. No sharps container in room where the needle stick occurred. Rn proceeded to another area, during that time she was stuck with the contaminated needle.